Manufacturer narrative:
Correction: imdrf annex g, imdrf annex b, imdrf annex c codes are updated.

Event description:
It was reported that 8110 unit kept repeating calibration even after calibration completed & passed. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported event was that 8110 unit keeps repeating calibration even after calibration complete & pass, was confirmed by the tech support. Tech support had a walk through with the customer and revealed the following, tech has 8110 unit after running calibration & pass calibration keeps repeating same message unable to use unit. Being that tech ran calibration and it keep repeating same message want go any further unit has to come in for services. Confirm level one & level two repair quote. No further investigation of this issue is possible at this time, and no patient involvement was reported.

Event description:
It was reported that 8110 unit keeps repeating calibration even after calibration complete & pass. There was no patient involvement.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), b15 - analysis of data provided by user/third party, c13 - operational problem identified, g04105 - pump. Additional information : imdrf annex a, g codes.

Event description:
It was reported that 8110 unit keeps repeating calibration even after calibration complete & pass. There was no patient involvement.